Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that "pump turned on", "error 1720" and "power down" were recorded in history. During analysis, the reported "lec 1720" problem was not able to be duplicated. It was noted that the reported issue was a power backup capacitor issue. The pump was power-cycled several times to induce the error, but it did not repeat. No issues were observed when the pump was disassembled and inspected internally. Since there were several entries in the event log for that error, service will replace the capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd legacy pump exhibited "lec 1720". No patient was involved in this event. No adverse effects were reported.